Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician contacted zoll on how to care for the patient¿s skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.